Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female patient enduring flash pulmonary edema and aortic insufficiency that ultimately required a replacement valve. According to the surgeon, mild inflammation was found on the valve that was believed to have been caused by impella use.